Manufacturer narrative:
Method - followed up with company rep. Conclusion: the reported event of a balloon rupture was confirmed during product analysis. A radial tear was observed on the distal lobe of the balloon.

Event description:
It was reported that a pt underwent a kyphoplasty procedure at level t12. Intraoperative x-ray showed, the right side balloon did not expand inside the vertebral body. Another x-ray revealed that the balloon had perforated through the superior endplate of the vertebral body. The physician continued to inflate the balloon on the left side. X-ray revealed scatter in the superior disc space. Both balloons were deflated and removed from the working cannulas. The right side balloon was ruptured. No balloon fragments remained in the pt. Bone cement was delivered and the case was completed. A lumbar decompression was performed following the kyphoplasty procedure. There were no pt complications. No additional info was reported.